Event description:
It was reported that the universal modular electric/battery single trigger handpiece and universal keyless drill attachment failed during a total knee replacement. It was reported that the bearings could be heard squealing and struggling to turn the attachment. There was no delay in the procedure or adverse impact on the pt.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.